Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of injector went over the iol and damaged the iol; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the intraocular lens implantation the plunger had malfunctioned. Additional information was received stating during the intraocular lens (iol) implantation, plunger over-ride resulted in lens sticking in cartridge. Plunger was withdrawn and lens was injected after re-load but the optic split after injection. Lens was divided into three pieces using scissors and removed through 2.4mm entry site. The surgery was completed by using a back up lens.